Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "isolated polyethylene exchange versus acetabular revision for polyethylene wear" written by camilo restrepo md, elie ghanem md, carrie houssock md, mathew austin md, javad parvizi md, frcs, and william j. Hozack md published by clinical orthopaedic related research 2009 was reviewed. The article's purpose was to assess results of polyethylene exchanges without or with bone grafting as a satisfactory outcome for treating polywear and osteolysis as compared to complete acetabular revision. Data was compiled from 62 patients (67 hips) in whom 36 hips had poly exchange and 31 had complete acetabular revision. Procedures were performed between 2002 to 2004 and consisted of 35 women and 27 men falling in age range of 31-88 years. Depuy and non depuy products were identified in the poly exchange group. Results indicated failures amongst identified non-depuy products but the article does clarify the reason for poly exchange is for wear and osteolysis. Depuy products: duraloc cups and liners adverse event: revision for poly wear and osteolysis (liner exchange).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.